Event description:
It was reported a patient's right ventricular (rv) lead presented with dislodgement due to patient twiddling device, discovered via x-ray. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.